Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level ranged from 120-130 mg/dl. The customer continued to use the pump for insulin therapy.